Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p32-77 has a similar product distributed in the us, list number 8p32-21/-31.

Event description:
The customer reported a falsely elevated alinity I ca19-9xr result for one patient. The following data was provided: sid (B)(6): historical result = 48 u/ml, retest results = 103.2 u/ml and 91.03 u/ml. Additional data was provided: 67.57 u/ml, 75.45 u/ml, and 72.12 u/ml. It is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.